Event description:
It was reported that the customer experienced a low blood glucose (bg) level of around 50 mg/dl on at least two different occasions, although the customer was unable to provide specific event dates of these low bgs. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed carbohydrates to address bg. Customer consulted their hcp to update pump settings to address the events.